Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in st elevation myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported there were defective impella catheter and impella defective alarms upon connecting the white impella cp cable to the automated impella controller. The cable was unplugged and re-plugged in an attempt to troubleshoot the issue but the alarms remained. The decision was made to explant the device and replace it with a new impella cp device. The patient survived the procedure.